Event description:
Patient was revised to address pain and osteolysis.

Manufacturer narrative:
Changes made to device name and common name date of this report, date received by manufacturer and doi. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address pain and osteolysis. Update rec'd 6/13/2014- medical records received. After review of the medical records a correct doi was given. The patient was originally implanted on (B)(6) 2005, but then went through another revision on (B)(6) 2005 for recurrent dislocations and only the femoral head was revised. Doi: (B)(6) 2005 - dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.